Event description:
Pt died as a result of exposure to glutaraldehyde - a substance used to sterilize artificial kidneys for dialysis. The kidney was rinsed with the substance and registered negative. Dialysis was started. Shortly after, pt exhibited breathing difficulties & burning throat, at which time lines were clamped. Blood was not returned. In one hour, symptoms cleared. Pt was put back on dialysis with new kidney. Treatment was uneventful. Pt was supposed to stay for 4 hours but decided to leave due to being there for an extended time. When pt got home, she complained of a bad taste in her mouth (like anesthetic) and of feeling fatigued. The next morning (approx 20 hrs after treatment) pt complained of shortness of breath and sleeplessness. Pt collapsed and was weak but alert. Emergency medical systems was called and pt was subsequently transferred to the hosp. A chest x-ray revealed pulmonary edema. Pt was put on dialysis; she became hypotensive. A thermodilution catheter was put in. Blood pressure rose, but o2 sats fell. Pt was intubated and mask o2 was also administered at 100%. Pt was hypoxic. Pt was alert and requested to have tube taken out. She communicated to daughter to have tube taken out and ventilator turned off. Physicians complied with request. Pt subsequently expired within 45 minutes. Gross findings of autopsy revealed: pulmonary edema, occluded left anterior descending artery, large abdominal aneurysm, small kidneys. In reviewing the case with members of the staff, it is now rptr's impression that there have been reactions among other pts, which were much milder, but which nevertheless suggested exposure to glutaraldehyde despite testings. In each of these incidences the kidneys have been thoroughly cleansed of the glutaraldehyde. Therefore, rptr submitted samples for independent analysis. Samples which were submitted came from the same lot that was used on the pt who's death was reported to you on 7/20.